Event description:
The customer reported the system has a temp sensor error on the c-arm and it shutting down. A patient was involved. No injury was reported.

Manufacturer narrative:
The service rep confirmed the temp error. Found the temp sensor not working. Unable to confirm the system shutting down when in use. Found the vinyl out side shielding of the hi voltage cable split. Replaced the hi voltage cable. Round the temp sensor bad. Replaced the temp sensor. Found the x-ray on light on the workstation intermittently not working, replaced the x-ray on light. Checked the system. System operates as intended.